Event description:
It was reported that the pt was experiencing dizziness, headache, and decreased blood pressure with stimulation. The device was disabled which resolved the events. Per physician, the events are believed to be related to the vns. Attempts for further info have been unsuccessful to date.